Event description:
It was reported by the customer that their insulin pump has a blinking anomaly and low reservoir. Customer stated the device's charger had been blinking red and changed the batteries, which did not resolve the issue. Customer declined further troubleshooting. Customer's blood glucose level was 443 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.